Manufacturer narrative:
As reported, about 3 weeks post-implant of the bard/davol ventralight st mesh, the patient was diagnosed with a seroma, which resolved with no treatment required. The clinician has assessed the patient¿s postoperative course as being "possibly" related to the study device and definitely related to the index procedure, however, based on the information provided, no conclusion can be made. Seroma is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use, supplied with the device lists seroma as a possible complication. To date, this is the only reported complaint for this manufacturing lot. Device not returned - remains implanted.

Event description:
Reported per clinical trial dvl-he-020: (B)(6) 2016 the subject patient underwent a primary laparoscopic incarcerated hernia (2x2 cm) repair, during which a bard/davol ventralight st mesh was implanted and sutured. Full skin closure was achieved with sutures, adhesive and surgical glue. (B)(6) 2017 the patient was diagnosed with seroma at the site. No treatment given. (B)(6) 2017 seroma resolved. Per the study clinician, the reported adverse event has been assessed as mild in severity, possibly related to the study device and definitely related to the index procedure. The outcome for this ae is reported as recovered/resolved.